Event description:
At 1700 hours, the device was programmed to infuse 50 ml from a 50cc syringe at a rate of 0.45 ml/hr. At 2300 hours the same day, the total infused display was cleared to 0. At midnight, the rn started charting readings each hour. These readings indicated that the total infused was progressively less than the previous hour's reading at 0300, 0400, and 0500 hours. The 0600 reading increased in the appropriate increment from the previous hour. The infusion was stopped at 0700 hours, reportedly with 46 ml remaining in the syringe. The pt was not injured nor in danger and the nurse chose to continue the delivery for several hours after the reported total infused decrease. No further details concerning the drug infused or pt info were made available.